Manufacturer narrative:
Sensor 0m0001r6fq4 has been returned and investigated. Performed visual inspection on returned sensor patch, no issues observed. Sensor plug was properly seated in mount, no damage or cracks observed on sensor plug or neck. Sensor data was extracted using approved software, sensor found to be in normal termination state. Sim-vivo test results were within range. Product is performing within specification. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a display issue with his adc freestyle libre sensor, noting it displayed a ¿scan again in 10 minutes¿ message. Customer further reported that on (B)(6) 2017 he believed he was experiencing hyperglycemia but was unable to receive a reading from the scan so he self-administered an unspecified amount of insulin. He further reported that after the insulin injection he began to experience hypoglycemia (no symptoms were reported) so he self-administered a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.